Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The investigation has been reopened due to receiving lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Update rec'd 1/11/2016 - litigation papers allege the patient suffered severe pain and discomfort, swelling in her leg and difficulty sleeping.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Update rec'd 1/11/2016 - litigation papers allege the patient suffered severe pain and discomfort, swelling in her leg and difficulty sleeping. The complaint was updated on 1/15/2016. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions. After review of medical records, patient was revised to address painful left hip replacement with metal on metal bearing surface, ongoing chronic pain, work up signs of chronic inflammation around the hip and iron levels have been slightly elevated. Revision notes reported of fluid was found around the trochanteric bursa base which was abnormal, inflammation found around the bursa was not typical, appearance of the tissues was dark, metal stained, bursectomy was performed to remove the chronic inflammatory tissue, surgeon able to dislocate the hip and it revealed impressive synovitis of the hip joint, tissues appeared angry with a combination of acute and chronic inflammation. The liner and cup was well fixed and there was no osteolysis observed. Doi: (B)(6) 2009 - dor: (B)(6) 2015 (left hip).